Event description:
It was reported by the customer that during a podiatry surgery, the saw began to slowly drip oil. The customer also reported that none of the oil came into contact with the pt. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On may 11, 2008, the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. During the evaluation, the technician replaced a bearing, cleaned, lubricated and adjusted the saw.